Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15880930 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the orbit galaxy complex xtrasoft coil (640cx2535/15880930) stretched during insertion into the target aneurysm, and the enterprise stent (enf452212/10191775) would not advance in the middle section of the unknown microcatheter (mc). No additional torque or manipulation was used at any time with the coil, and during placement, the coil was left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was used with the next devices, and a constant and dedicated saline source was used at all times. There were no damages noticed on any section of the delivery system or microcatheter that may have contributed to the event with the enterprise, and a constant and dedicated saline source was used at all times through the microcatheter used with the enterprise. After the event, the same microcatheter was not used with subsequent devices, and the microcatheter will not be returned for analysis. No damages were noticed on the coil and enterprise after removal from the patient (coil/distal tip-, fracture, separated, etc.), or delivery systems/introducers (kink, bend, fracture, separated, or stent-detachment, uplifted struts, kink, bend, fracture, etc.).there was no adverse event reported and the devices were returned for analyses. No vessel or patient information was provided. A non-sterile orbit galaxy complex xtrasoft coil 2.5 x 3.5 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received partially unzipped and no damages were noted on it. The support coil, gripper and the embolic coil were found outside of the introducer, the support coil and gripper were found without damage while the embolic coil was found stretched. Residues of dry blood can be observed on the gripper. The gripper and embolic coil were inspected under microscope and the following were found: the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as ¿coil ¿ unraveled stretched¿ was confirmed during the visual analysis. Based on the analysis and the report that the coil was left in the aneurysm while positioning the microcatheter, the stretched coil appears that procedural factors and manipulation contributed to the reported event. With review of the returned device, the device history records, and the available information there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
During the procedure, the orbit galaxy complex xtrasoft coil (640cx2535/15880930) stretched during insertion into the target aneurysm, and the enterprise stent (enf452212/10191775) would not advance in the middle section of the microcatheter (mc). There was no adverse event reported and the devices were expected, but to date neither has been returned for analyses. No vessel or patient information was provided.

Manufacturer narrative:
No additional torque or manipulation was used at any time with the coil, and during placement, the coil was left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was used with the next devices, and a constant and dedicated saline source was used at all times. There were no damages noticed on any section of the delivery system or microcatheter that may have contributed to the event with the enterprise, and a constant and dedicated saline source was used at all times through the microcatheter used with the enterprise. After the event, the same microcatheter was not used with subsequent devices, and the microcatheter will not be returned for analysis. No damages were noticed on the coil and enterprise after removal from the patient (coil/distal tip-, fracture, separated, etc.), or delivery systems/introducers (kink, bend, fracture, separated, or stent-detachment, uplifted struts, kink, bend, fracture, etc.). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the orbit galaxy complex xtrasoft coil (640cx2535/15880930) stretched during insertion into the target aneurysm, and the enterprise stent (enf452212/10191775) would not advance in the middle section of the unknown microcatheter (mc). No additional torque or manipulation was used at any time with the coil, and during placement, the coil was left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was used with the next devices, and a constant and dedicated saline source was used at all times. There were no damages noticed on any section of the delivery system or microcatheter that may have contributed to the event with the enterprise, and a constant and dedicated saline source was used at all times through the microcatheter used with the enterprise. After the event, the same microcatheter was not used with subsequent devices, and the microcatheter will not be returned for analysis. No damages were noticed on the coil and enterprise after removal from the patient (coil/distal tip-, fracture, separated, etc.), or delivery systems/introducers (kink, bend, fracture, separated, or stent-detachment, uplifted struts, kink, bend, fracture, etc.).there was no adverse event reported and the devices were expected, but to date neither has been returned for analyses. No vessel or patient information was provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is possible that aneurysm size/characteristics and device manipulation contributed to the reported events; however, based on the limited information and without the return of the device for analysis, no conclusion can be made regarding root cause/contributing factors for he device. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.